Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma (late).

Event description:
Patient representative reported ¿fluid collection in the right breast¿ and ¿worldwide recall of allergan's biocell textured breast implants due to their heightened risk of causing breast implant-associated anaplastic large cell lymphoma (bia-alcl)." The device remains implanted.